Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, while picking up her daughter, the patient reported sensing that ¿something was wrong¿ but chose not to dwell on it. At an unspecified time during the event, the patient became aware that her continuous glucose monitor (cgm) was displaying a ¿low¿ glucose value; however, she reported that she did not receive any alert or alarm from the dexcom mobile application notifying her of the hypoglycemic state. At the time, the patient was also using a tandem insulin pump. Upon arriving home, the patient was described as ¿not herself.¿ she reportedly stumbled while entering the house, was sweating, and appeared unwell. The patient¿s husband assisted her and administered orange juice as treatment. After several minutes, the patient continued to feel weak and asked for additional carbohydrates. The patient¿s children also assisted and provided her with a granola bar. The patient gradually began to feel better. No additional cgm values were reported. At the time of the report, the patient stated that she was ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 6/9/2026. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 4:57 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 7 days and ended due to an algorithm detected failure on (B)(6) 2026 at 6:37 pm. There were no bg calibrations attempted during the sensor session. On the day of the reported event (3/15/2026) the app was in signal loss up until 6:37 pm when the sensor failed with an algorithm detected failure. The sensor failure was acknowledged at 7:03 pm. Based on the backfilled egvs the egvs reached a low of 60 mg/dl at 5:22 pm, however there was no alert due to the app being in signal loss. The allegation and probable cause could not be determined. No additional patient or event information is available.